Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the ¿up¿, ¿down¿ and ¿ok¿ buttons were sticking and required multiple presses to elicit a respond. Patient stated the button issue started a couple of months ago and had worsened over time. Patient denied that there was moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. All the buttons responded intermittently, requiring multiple presses with increased force in order to elicit a respond. Removal of the keypad cover found contamination under all of the button contacts. Unrelated to the button issue, the pump powered up to a dim/discolored verify screen with fading text. Contrast was reset to maximum setting with little improvement to the display issue.